Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and would not stop beeping. The blood glucose reading was 68 mg/dl. The customer stated that she did exactly what the device told her to do to clear the alarm but it was beeping for the last 25 minutes. It then began vibrating. The customer also reported that she did not know why she had a low blood glucose reading, but she treated with 2 glucose tablets. The issue was not resolved by removing and reinserting the battery. The customer checked her blood glucose reading a second time after eating, and it was 301 mg/dl. No significant events leading to the alarm were observed, other than a possibility of sweat being present. Advised discontinuation of the insulin pump. Nothing further reported.